Event description:
It was reported that patient received inappropriate high voltage therapy due to electrocautery used during an unrelated procedure. The magnet originally placed on the device may have slipped off which caused the inappropriate therapy to be delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.